Event description:
The coag mode of the suspect device remained activated when the button was released. Pt sustained minor burn on arm and was treated with silvadene cream. No serious injury.

Manufacturer narrative:
The actual device was returned and examined. Investigation revealed that the coag button would stick on when pushed on an outside edge. The button exhibited excessive flash on the bottom edge of the button top and around the ejector pin area on the stem. Corrective action has been taken.